Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had hematoma. In addition, the left ventricular (lv) threshold was noted to be a little high than programmed output. Evacuation of hematoma was performed then intravenous medication was given to the patient. Also, the device lv output was reprogrammed. The device remains in service. No additional adverse patient effects were reported.